Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received no delivery and the device failed test. The customer¿s blood glucose level was 218 mg/dl. Customer stated that they had no delivery during the normal use. The customer was asked to deliver a 5 units via fill cannula and the insulin exits. It was also reported that they performed displacement test and the test was not passed. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.